Event description:
On (B)(6) 2010, pt reported, she was attempting to use her backup infusion device when she received an e5 (end of operation) alert. Pt stated, an a5 (pump timer) alert did not appear on the screen before the e5 error message occurred. Assisted pt with checking the infusion device's alert history. Pt confirmed that an a5 did not appear in the alert history. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.